Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a pericardial effusion (pe) occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The physician obtained groin access and went up with the versacross system and performed transseptal puncture without any issue. Then, the versacross exchanged with watchman double curve sheath in pulmonary vein, exchanged wire with a pigtail catheter. The physician navigated into the appendage, did a contrast injection and determined watchman size. A 35 mm watchman delivery system was attempted with five deployment and recaptures. Then, exchanged for a 31 mm, attempts at five deployment and recaptures, exchange for a 27 mm, attempted three recaptures. An effusion check was done and a circumferential pericardial effusion was noted. It was decided to abort the procedure, removed all devices and performed a pericardial tap. A 300 ml of fluid was removed. The patient was sent to intensive care unit to stay overnight. The patient is stable and did not go into cardiac tamponade or have any clinical impact. Patient remained stable and has been discharged. The device is not expected to be returned for analysis (disposed).